Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose that exceeded 400 mg/dl approximately a month prior to calling in. They treated their high blood glucose with the pump. The customer also reported that they received a notification regarding the audio issue. The device was not making any sound when alarming. They performed the audio beep test on october 27, 2019 and the device failed the audio test. During troubleshooting, the audio beep test was performed again and the device failed the audio test. Additionally, the customer reported a few days ago the insulin pump indicated 20 units of insulin left, they took a 10 unit bolus, and the insulin pump indicated there were 0 units left. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with the low reservoir alarm functioning properly. No low reservoir anomaly noted. Device received with the audio alert functioning properly. No audio alert anomaly noted. Device alarmed pump error 63 alarm during self test and confirmed in the insulin pump history due to broken pin 6 trace on keypad assembly.